Event description:
Middle-aged female patient presented to the operating room for right breast lumpectomy with wire localized excisional biopsy and bilateral breast implant replacement. During surgical panel #1 (excisional biopsy), patient sustained a full thickness burn, approx. 1.5 cm round, to left breast tissue from the bovie electrocautery device. Due to the location of the operative site, the surgeon, who is right-handed, was standing near patient's thoracic area on the left side, with the bovie holster attached to the drape on the surgeon's immediate left (the holster could not be placed to the surgeon's right, as that would have been too close to the patient's head/airway). During the procedure, the device was inadvertently activated, and the patient sustained a burn to the left breast. The plan for surgical panel #2 (bilateral breast implant replacement) was modified in order to repair the left breast burn lesion at that time. The patient was discharged home the evening after surgery and has recovered well post-operatively. The hospital reviewed the event and would like to provide the following feedback on the device design: (1) device design makes inadvertent activation of electrocautery pencil easy (2) holster is insufficient as the sole safety mechanism/area to place device when not in use; challenges with holster use: location of holster away from surgical field requires surgeon to look away each time they need to grab electrocautery pencil, creating a safety hazard because looking away could lead to unintentional movements while in a sensitive area. Reaching to retrieve pencil from holster requires compound joint movements of full arm, which is impractical when electrocautery is used repeatedly throughout a surgical procedure. Depending on location of operative site and handedness of surgeon, options for holster placement may be limited and/or suboptimal to make holster use practical throughout a procedure. Design recommendations: consider designing some form of sterile mat/tray (made of silicone or similar heat-resistant material) to place near/on surgical field as an alternative when holster use is impractical based on location of surgical site or if electrocautery is needed on and off for the majority of a case; when not actively using, surgeon could rest electrocautery pencil on heat-resistant mat/tray, rather than returning pencil to holster located off the surgical field consider designing a telescoping/retractable tip that surgeon could easily activate with a simple thumb movement, thus allowing pencil to remain on field when not in use because mitigates risk of burning patient/staff/drape if inadvertent activation of heat source occurs.